Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) it is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported separation to be related to the user error. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the high torque guide wires instruction for use states: do not: push, auger, withdraw or torque a guide wire that meets resistance. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
It was reported that the procedure was to treat a chronic total occlusion of the right coronary artery and in stent restenosis using a high torque pilot 200 guide wire. The guide wire was advanced toward the target lesion. No resistance was noted while advancing or withdrawing the guide wire. Reportedly the guide wire was heavily torqued and the distal tip separated. No attempts were made to retrieve the separated portion. The procedure was ended. There was no clinically significant delay in the procedure. No additional information was provided.